Event description:
Additional information received; the flap was not able to be lifted and the treatment will be completed at a later date. No patient harm was reported.

Manufacturer narrative:
The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, there was resistance in the side cut and the flap was difficult to lift following corneal flap creation. Additional information requested.